Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported infection. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional info: update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2011 indicated there wasn't an infection and a new head and liner were placed. The patient was taken back in for another revision on (B)(6) 2011 as the results from (B)(6) 2011 were confusing and all implants were removed as the patient actually was positive for infection. Spacers were placed (B)(6) 2011 and the patient was reimplanted on (B)(6) 2011 with competitor products. A unknown srom stem and sleeve that were placed (B)(6) 2007 are being added to the complaint. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt brought to surgery for wash out, thought to be infected. Update: infection confirmed all implants removed, antibiotic spacer placed.